Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid right coronary artery. The 2.0x12mm rx mini trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted due to the anatomy. The balloon was inflated however it ruptured during the first inflation at 8 atmospheres. The bdc was removed without issue and the procedure was completed with another trek. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.